Event description:
Boston scientific received information that approximately three months post implant of this pacemaker reconnected to chronic non-boston scientific leads interrogation revealed an alert to check the atrial and right ventricular leads. The rv lead had mode switched to unipolar pacing setting due to a low out of range impedance measurement in unipolar setting. In bipolar, the impedance measurement was lower than 200 ohms. The device was reprogrammed to pace in unipolar and sense in bipolar with the sensitivity settings reprogrammed. Noise was observed in both the atrial and rv leads. After the device was reprogramming, minimal oversensing was observed, but some intermittent noise was observed on the atrial lead. The patient with this system has an underlying rhythm of sinus bradycardia with first degree block. No adverse effects or dizziness were reported. In addition, over one thousand episodes of non-sustained events of noise were stored in the data. It was unknown whether this was due to the unipolar configuration or a lead insulation issue. The system remains implanted and in service. It was thought reprogramming resolved the issue.

Event description:
New information received indicates that this device again detected low out-of-range pacing impedances and numerous stored episodes with evidence of noise. No adverse patient effects were reported and the patient will continue to be monitored.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.